Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge due to perpetual rebooting the receiver functional tester: failed due to perpetual rebooting. Opened receiver, detached ui pcba, and downloaded: failed - perpetual rebooting. Receiver log review: unable to get receiver to communicate with the communication tool due to perpetual rebooting. The customer's complaint was undetermined because of perpetual rebooting.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.